Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for possible diabetic ketoacidosis. Additionally, it was reported that the pump was "not working" and that a red led light was observed. Additional information was not provided. Multiple attempts were made to follow up with the customer; however, a response was not received.